Event description:
The customer reported that the device gives no audible alarm tones, and displays a speaker malfunction inop. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device gives no audible alarm tones, and displays a speaker malfunction inop. No patient harm was reported. The available information does not support that this failure is part of any previously investigated failure mode. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.